Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion. It was reported that the resolute onyx rx (2.5mm x 22mm) fractured going into the vessel and the device failed to cross the lesion. No patient injury was reported.

Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 17th distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.